Event description:
Information was received that the cadd infusion pump pt went home on epoch chemotherapy pump via a cadd legacy pump. Pt received 18 hours of the pump, but during the morning at 0715 while pt was sleeping, the filter from the pump had been leaking. A few drops were on her bed sheet, and the round filter itself was wet. Pt then clamped the tubing and taped around the filter. She stopped the pump and the leaking stopped. Pt then thoroughly washed her hands. Pt denies burning or blistering of her hands/fingers. Pharmacy was given the pump and tubing with the filter for an investigation of how the pump leaked. Pt came back in the afternoon for the new pump with the dose adjustments. A different filter was applied by pharmacy. What was the original intended procedure? Chemo infusion. No reported adverse effects.